Manufacturer narrative:
H.6. Investigation: samples for this complaint were sent by the customer; however, we are unable to locate them at this time. Please understand that this is a rare occurrence and we apologize. Should they be located we will re-investigate. Evaluation was performed on the photos, there are no signs of torn paper observed. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. The defect was not confirmed, therefore there is no root cause. H3 other text : see h.10.

Event description:
Material no. 303310 batch no. 9015940. It was reported that before use of the 20ml luer lok syringe the back packaging on 20 ml syringes tear easily, causing them to no longer be sterile. The following information was provided by the initial reporter: the 10ml and the20ml have a paper back and are ripping before the lab can opens them, causing them to no longer be sterile during their sterile cases. The 30ml and 60ml have more of a heavy duty shiny back, these are not causing any issues. I would like to order the old hard shell bd syringes in 10ml and 20ml. Has the packaging changed on the syringes? They now appear to be coming in pkgs that tear easy.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 303310, batch no. 9015940. It was reported that before use of the 20 ml luer lok syringe the back packaging on 20 ml syringes tear easily, causing them to no longer be sterile. The following information was provided by the initial reporter: the 10 ml and the 20 ml have a paper back and are ripping before the lab can opens them, causing them to no longer be sterile during their sterile cases. The 30 ml and 60 ml have more of a heavy duty shiny back, these are not causing any issues. I would like to order the old hard shell bd syringes in 10 ml and 20 ml. Has the packaging changed on the syringes? They now appear to be coming in pkgs that tear easy.